Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection and inappropriate treatment. It was further reported that the device detected three episodes of ventricular fibrillation (vf); however the investigator classified the episodes as atrial fibrillation (af)/atrial flutter (af). One episode of monitored ventricular tachycardia (vt); however the investigator classified the episodes as supraventricular tachycardia (svt) and one episode of ventricular fibrillation (vf) plus supraventricular tachycardia (svt) that the investigator classified as atrial fibrillation (af)/atrial flutter (af). The device remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: a 694765 implantable tachy lead: (B)(6) 2010. A 4470 competitor implantable pacing lead: (B)(6) 2010. A 4194 implantable pacing lead: (B)(6) 2013. (B)(4).